Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose reading of 500 mg/dl. The customer reported treating with the insulin pump and the blood glucose reading has come down. The customer declined troubleshooting for the high blood glucose event. The insulin pump will not be returned for analysis.